Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, the fse found the system was not starting because of an external power supply failure. The vertiv ups was not providing output, which resulted in the machine not powering on. To resolve the issue, the fse restored the ups output and then started the machine. After resolving the power supply issue, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes a situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.